Event description:
It was reported that the user experienced a low blood glucose event, waking with a measured value of 50 mg/dl after a bedtime snack the prior night; the cause of the hypoglycemia was unclear, and no device malfunction or component issue was reported. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included the need for oral carbohydrate intake to self-treat the low glucose and temporary interruption of normal activities. Investigation included user troubleshooting and education regarding hypoglycemia management and device features. Investigation of this case revealed no identifiable device-related failure and an undetermined root cause. It was concluded that the event was user-experienced hypoglycemia with cause undetermined and no confirmed device malfunction.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.